Event description:
During a low anterior reseciton the surgeon fired the stapler and cut but the tissue did not hold together despite the 1.0-1.5 mm staple closure. This extended the o.r. Time by 1.5 hrs, and changed the procedure to include an ileostomy. An unexpected outcome of the event was that a lower resection was needed.